Event description:
Additional information received indicated the event was first observed at an in clinic follow-up. Increased pacing impedance and increased capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed but revealed no anomalies and did not confirm the alleged rv lead fracture. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.